Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 04.615.601s, lot # 61p2558, manufacturing site: mezzovico, release to warehouse date: july 31, 2020, expiry date: july 1, 2030 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that occipital-pl 4.5/5 med w/50 f/r ø4 ti the rod clamp was broken from the medial plate and no other issues were identified. The dimensional inspection was not performed due to post manufacturing damage.the observed condition occipital-pl 4.5/5 med w/50 f/r ø4 ti in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the occipital-pl 4.5/5 med w/50 f/r ø4 ti. While no definitive root cause could be determined, it is probable that the occipital-pl 4.5/5 med w/50 f/r ø4 ti was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: medial plate- small oc plate . Rod clamp. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: mni, kwp, mnh. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, on (B)(6) 2021 the primary pcf (o-c7) was performed for cervical spondylotic myelopathy. The procedure was completed successfully without any issue. On an unknown date, the patient took medical follow-up and was x-rayed due to some paralysis in the lesion and was found that the plate had broken. On (B)(6) 2021 the patient was scheduled to undergo a revision procedure. The surgeon commented as follows: the patient has spent daily life but feels paralysis in the lesion. Severity of the adverse effect is ¿mild to moderate¿ as the patient is can walk. He performed the primary procedure as per surgical technique and did not see any issue. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) ti occipital plate-medial 50mm width for 4.0mm rods. This is report 1 of 1 for complaint (B)(4).